Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device began smoking during use.

Event description:
It was reported that the device began smoking during use.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: leak. Probable root cause: material/design error. Constant irrigation flow is not maintained leading to limited field of view. Use of incompatible equipment. Missing o-ring, damaged or deformed o-ring. User error in assembling or using equipment with a loose connection. Pump malfunction. Clogged tubing.